Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate anti-tachycardia pacing (atp), and electrogram (egm) review was requested. Upon review, the shock channel appeared very noisy. This resulted in rhythmid to become uncorrelated at the end of duration. The rate slowed to the ventricular tachycardia (vt)-1 monitor zone, and no shocks were delivered. The presenting electrogram (egm) shows a clean shock channel and all lead measurements are within normal limits. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate anti-tachycardia pacing (atp), and electrogram (egm) review was requested. Upon review, the shock channel appeared very noisy. This resulted in rhythmid to become uncorrelated at the end of duration. The rate slowed to the ventricular tachycardia (vt)-1 monitor zone, and no shocks were delivered. The presenting electrogram (egm) shows a clean shock channel and all lead measurements are within normal limits. This ICD remains in service. No adverse patient effects were reported. Additional information received less than a year later reported that this ICD delivered inappropriate tachy therapy due to supraventricular tachycardia (svt), delivering four bursts of anti-tachycardia pacing (atp) and two 41j shocks. Therapy was not exhausted, and shock impedances were within normal limits. It was noted that the rhythm did not change after each shock. The shock egm contained what resembled myopotential noise. This ICD remains in service. No additional adverse patient effects were reported.